Event description:
Hcp reports pt had ins system placed in 2006. In recovery pt had burning pain in their feet and the leads were explanted. The hcp notes pt has cauda equine injury. The pt is being treated with solumedral IV, opioids, and electrical nerve stimulation for failed back surgery syndrome. Hcp reports cauda equine sequela ongoing and the pt is receiving continuing treatment at the time of this report.